Event description:
In a lower anterior resection procedure, it was noted that the anvil of the cs29 stapler did not open after firing. A manual release device was used to open the anvil. The health of the patient was not adversely affected by the event.

Manufacturer narrative:
Patient's age and weight are not known. The returned cs29 was found to have a damaged clamp shaft drive clip. This was the root cause of the observed inability of the anvil to open after firing. (B) (4)